Event description:
United states report received from a healthcare professional on (B)(6) 2020. A nurse reported that a (B)(6)-year-old female patient received rha4 on (B)(6) 2020. A volume of 1.0 milliliter (ml) of rha4 was diffusely injected in both the upper and lower lips. A total of 1 syringe (1cc) was used. It was not reported if a cannula was used for administration of rha4. Previous cosmetic procedures, medical history, concomitant medications, and food supplements were not provided. On an unknown date, approximately, three weeks following the administration of rha4, the patient developed bumps, white lumps, and granulomas throughout her entire mouth and on both lips. Lumps and nodules were seen all over the wet dry border and below the lips in areas in which the product was not injected. On (B)(6) 2020, approximately 1 month following the injection of rha4, the patient returned to the physician's office noting the development of multiple hard nodules both within the lips and also below the vermillion border. On the same day, the patient received 0.5 ml of hyaluronidase in the lips with some improvement noted post injection. On an unknown date, the patient reported no improvement and was diagnosed with biofilm and granulomas. On (B)(6) 2020, the patient returned to the physician's office and as treatment received a steroid and antibiotic; 0.5 ml of hylenex (hyaluronidase) 75 units, prednisone 20 milligrams (mg) once daily (qd) and augmentin (amoxicillin/clavulanic acid) 875 mg qd. The patient was unable to tolerate 20 mg of prednisone due to heart palpitations so on (B)(6) 2020, the dosage was lowered to 10 mg qd. The patient was told to massage the lips for the rest of the day to help break down the lumps. On (B)(6) 2020, the patient returned to the physician's office and as treatment received an additional 30 units (0.2 ml) of hylenex into her lips. The physician attempted to extract the granuloma and filler, without success. No material was obtained for biopsy. On an unknown date, the patient stated that the filler was blowing up. On (B)(6) 200, the patient returned to the physician's office and was advised to continue the antibiotics. An additional 75 units (0.5 ml) of hylenx were administered. On (B)(6) 2020, the patient sought a second opinion from an unknown physician and stated that the physician advised the lips would need to be injected with hyaluronidase. On (B)(6) 2020, it was suggested by the sponsor that the patient receive an injection in her nodules of kenalog (triamcinolone acetonide) 10 mg diluted in saline. The nurse practitioner in consultation with (b(6) decided against this advice, and instead the patient was started on an unknown dose of biaxin (clarithromycin) on an unknown date. On an unknown date, the patient stated the biofilm was making her head crazy. On (B)(6) 2020, the patient's nodules were still present, so she was injected with 85 units of hyaluronidase. On (B)(6) 2020, the patient stated that she was a little puffy but was in no pain. She was on doxycycline, 100 mg twice a day (bid), as treatment. It was stated that the patient had moved to (B)(6), and no additional follow-up was expected. The outcome of the events was not resolved. It was unknown if the product was available for return. (B)(4). No additional information was available at the time of this report.